Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that there was a loss of therapy, she started peeing a lot. She had one drink of coffee in the morning and one soda pop in the afternoon. The patient was not feeling stim but therapy was on. The patient was on program 3 at 3.2v. There was no medical procedure, electromagnetic interference, trauma or fall related to this issue. The health care professional (hcp) did not instruct the patient to keep a voiding diary. The patient increased stim on program 3 all the way to 8.5 and felt no stim. The patient tried programs 1, 2 and 4 and increased all of them all the way to 8.5 but felt no stim. The battery sometimes moved and it turned sideways and she had to push it flat (occurred in (B)(6) 2016). Additional information from the consumer reported that she called the hcp and he wanted her to turn of the stim for two weeks and keep track of her symptoms and then turn it on for two weeks. Patient services walked the patient through how to turn stim off. It was also noted that the patient wanted help on how to use the programmer to turn the implantable neurostimulator (ins) on. Her symptoms were returning. The patient was able to turn the device back on using the programmer. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.